Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on november 5th reported the healthcare professional (hcp) would be explanting the system in late november and it would be sent for analysis. It was noted the patient implanted for approximately 2 years. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was having pain at the implant site and they thought something was wrong with the device. It was noted that impedance testing was done on (B)(6) 2018 and all parameters were within range. It was also reported that the patient was going down the stairs and received a painful shock. The healthcare provider and rep know that the device was off when the patient left the office two weeks ago, and the patient stated that they hadn't touched it but ¿it on.¿ the healthcare provider stated that they had tried multiple programs in the past, and the patient noted that they had sciatica pain in the recent past. The healthcare provider noted that a revision was scheduled for (B)(6) 2018 to remove the old ins and lead and place a new one on the other side. It was also noted that the healthcare provider informed them that they might have the same situation even after revision, but the patient was adamant about proceeding with the revision. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was clarified that the first meeting in office with the patient, when impedances were found to be in range, was (B)(6) 2018; the previous report of (B)(6) 2018 was a typo. It was clarified that the patient thought something was wrong with the device due to pain/shocking sensation around the pocket site. This pain/shocking was first experienced on (B)(6) 2018) as far as the rep is aware. The device was then turned off by the hcp and rep, but the patient is stating that is came back on by itself and caused them pain and shocking at the site on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis found that the implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.